Manufacturer narrative:
Patient information is not available for reporting. (B)(4). Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on (B)(6) 2016, a 2.4 mm cruciform screwdriver shaft broke at the handle. The age of the device remain unknown. There was another screwdriver readily available to successfully complete the procedure. The same set was used in a different procedure on (B)(6) 2016 with no incident. There was no surgical delay or patient impact. Patient status following surgery was reported to be stable. This report is for one (1) cruciform screwdriver shaft 100 mm. This is report 1 of 1 for (B)(4).